Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 22x1-1/2 rb safety mechanism failed to engage. This was discovered during use. The following information was provided by the initial reporter: material no.: 305900. Batch no.: 9316337. It was reported the safety mechanism failed to engage and would only engage half way. Brought to my attention that bd safetyglide needle failed to safety mechanism engage. 22# x 1 1/2 inch checked six of them, and had 50% of them fail to spring close. Took multiple attempts to get them engage, and sometimes started to engage, but only closing half way, a definite safety risk for needle stick. I tested other gauges and sizes, and did not find any other issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 22x1-1/2 rb safety mechanism failed to engage. This was discovered during use. The following information was provided by the initial reporter: material no.: 305900 batch no.: 9316337. It was reported the safety mechanism failed to engage and would only engage half way. Brought to my attention that bd safetyglide needle failed to safety mechanism engage. 22# x 1 1/2 inch checked six of them, and had 50% of them fail to spring close. Took multiple attempts to get them engage, and sometimes started to engage, but only closing half way, a definite safety risk for needle stick. I tested other gauges and sizes, and did not find any other issues.